Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" error message on the abbott diabetes, care (adc) device and as a result, the customer was unable to obtain sensor readings. The customer became hypoglycemia and experienced speech disorders and dizziness, and was unable to self-treat. The customer had contact with a healthcare professional who provided glucose and food for the diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.